Event description:
A student nurse was taking a sample of blood from a chronic hepatitis b&c patient on the ward and claims to have been using a unistik 2 normal device. After performing the task, the nurse carried the used device in their hand out of the ward to the sharps disposal container. Before reaching the sharps container the student nurse claims the device pierced their hand drawing blood. No medical care was given to the student nurse at the time of the incident.